Manufacturer narrative:
Channel retainer detached. Eval summary: the analysis results found that the et45g device was rec'd with the anvil missing and with a cartridge that was noted to be unfired. The returned device was noted to have the clamping mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and channel retainer was found detached from the channel. When the channel detaches from the channel retainer the end jaws of the device moves forward enough for the anvil detach from the channel. It is possible that the device was clamped over excessive tissue causing higher stresses in the clamping mechanism resulting in the components detaching. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specs prior to shipments, in addition, a sample of the batch is inspected at fgqa. The returned reload was tested for functionality with a test instrument and it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lobectomy procedure, the device could not be fired the fourth time. Another device was used to complete the case. There were no adverse consequences to the patient.